Event description:
This is a solicited report by a physician from (B)(6) of bacterial peritonitis coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex (2 double bags, daily, and a single bag during the night) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd) via the homechoice (hc) device. On an unreported date in 2010, the patient experienced bacterial peritonitis. The patient was administered unspecified antibiotics. On an unreported date in 2010, the patient recovered from the bacterial peritonitis. Extraneal viaflex therapy continued at the same dose. The physician believed that the event of bacterial peritonitis with culture positive for (B)(6) was possibly related to extraneal viaflex therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.